Event description:
The patient was implanted with hernia mesh t-sling on (B)(6) 2013. Later the patient experienced pelvic pain, stress urinary incontinence and bladder outlet obstruction with symptoms present since day 1 post op and have worsened. On (B)(6) 2014 urodynamics reveal detrusor over activity. A cystoscopy reveals no erosion. A suprapubic tube placement of autologous pubovaginal fascial sling with suprapubic tube were performed. Findings of sling partially obstructing. A removal of the fascial sling was performed [the provided documentation indicated the t-sling was explanted].